Event description:
The customer reported that the device failed opcheck for co2. There was no patient involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.